Event description:
Customer stated that the meter is reading lower than the hospital's meter. Customer received a reading of 226mg/dl and went to the hospital because customer wasn't feeling well and the hospital measured the blood glucose at 410mg/dl while on the phone, a review of the system was conducted. The review determined that the system was functioning as intended. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.